Event description:
It was reported that the ventricular sense response algorithm was creating pro-arrhythmic intervals of ventricular tachycardia as seen on the device strips. It was noted that far-field oversensing was seen on the atrial channel. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk (s2d) file (B)(4) provided did not match with event device/lead configuration, no s2d analysis data was reviewed.